Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. However, the handle cannula detached leaving the stone stuck inside the basket. The sheath was removed and a cre balloon was used to dilate the bile duct and removed the basket and stone. There were no patient complications as a result of this event.